Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, when the implantable pulse generator (ipg) was connected to the leads it was pacing at a rate of 100 when the sinus rate was under 60. Another device was implanted. No patient complications have been reported as a result of this event.